Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. A historical trend analysis and review of production records was performed and no relevant documentation was identified. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: appendicectomy. Event description: during a laparoscopic appendectomy. During the extraction of the operative specimen, we noticed that a piece of the balloon trocar was broken and missing (about 0.5cm2). In-depth search for the piece inside and outside the patient for about 1 hour. The piece was finally found at 8:15 p.m., on the ground, checking that the piece had been completely recovered. Circumstance of the event notified on the has checklist of the operating sheet. Parents informed of the situation by the surgeon. Additional information received from an applied medical user vie email on 23aug24: [translation] 1- 11 jul 2024 19:15. 2- emergency hospitalisation / no complications, discharge from hospital. 3- no robotics. 4- no, no use of metal retractors in contact with the trocars. 5- no, no sharp instruments came into contact with the balloon. 6- an optic, fenestrated forceps, ess forceps, bipolar forceps, aspiration/cleaning plus instruments required for open coelio approach. 7- distal part of the stem (last 5 mm). Type of intervention: the balloon piece was found. Patient status: no complications, discharge from hospital.

Event description:
Procedure performed: appendicectomy. Event description: during a laparoscopic appendectomy. During the extraction of the operative specimen, we noticed that a piece of the balloon trocar was broken and missing (about 0.5cm2). In-depth search for the piece inside and outside the patient for about 1 hour. The piece was finally found at 8:15 p.m., on the ground, checking that the piece had been completely recovered. Circumstance of the event notified on the has checklist of the operating sheet. Parents informed of the situation by the surgeon. Type of intervention: the balloon piece was found. Patient status: unknown.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.